Manufacturer narrative:
Reported event was confirmed by review of medical records. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen precoat stemmed tibial component, cat#:00598004701, lot#: 62618993; nexgen all poly patella, cat#: 00597206532, lot#: 62676202; nexgen cemented femoral component, cat#: 00576401552, lot#: 62703303; bone scr 6.5x30 self-tap, cat#: 00625006530, lot#: 62510386; taper stem plug, cat#: 00596009900, lot#: 62618719. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports:0002648920 - 2017 - 00719, 0002648920 - 2017 - 00720, 3007963827 - 2017 - 00276. Remains implanted.

Event description:
It was reported that patient underwent arthroscopic synovial biopsy with arthroscopic lysis of adhesions procedure after an initial right total knee arthroplasty. During procedure scar tissue between the liner and the femoral component was removed.